Event description:
Additional information received 10jan2022: product lot#: e4077484. Intervention: physician accessed the rt jugular and retrieved the mal-deployed filter. Description of event according to the initial reporter: procedural approach was utilized: fem. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did require an additional procedure due to this occurrence. A filter retrieval of mal-deployed filter. No unintended section of the device remain inside the patient¿s body.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the dilator fractured (B)(4). Following the femoral loaded filter was advanced through the sheath and out into the ivc prematurely (B)(4). The malpositioned filter was retrieved by snare and another filter was successfully placed without any reported adverse effects on the patient. The introducer dilator, the femoral introducer, and a celect-pt filter captured by a loop and pulled back/sticking distally inside a retrieval catheter were returned. The femoral introducer was curved and the red safety button was pressed, ie the system was unlocked. The retrieval catheter was slightly curved. Indentations in the most distal tip and an enlarged lumen where the captured filter hook stuck inside suggest the catheter was forcefully advanced over the filter. On the celect-pt filter the retrieval loop had captured the middle of a secondary leg, which consequently was folded inside the catheter, when the catheter was advanced to collapse the filter. Another secondary leg crossed over a primary leg and a third secondary leg had fractured and was not returned. However, a detailed sem analysis suggests a uniform distribution of elements and a plastic (ductile) fracture in some areas of the fracture location, i.e. No indication of any inclusions or material imperfection. A single fluoroscopic image was provided and it does demonstrate the ivc filter in a supra-renal location with the hook extending into the cavoatrial junction, much more central than is typically deployed. The ivc filter is still attached to the introducer mechanism, and fortunately was not left in this location. The filter was retrieved via a jugular approach and a new ivc filter was placed. The femoral celect platinum ivc filter deployment system as a tactile bump on the shaft to signify the filter is now located at the edge of the deployment sheath. The complaint report does not specify if this tactile bump was felt or even present. Assuming it was, this would signal the physician to stop advancing the system, and the deployment sheath would be withdrawn, exposing the filter, as detailed in the IFU. The filter should not be advanced out of the end of the deployment sheath. Given the description of events, the most probable explanation is that the filter was pushed through the deployment sheath until handles of the sheath and the introducer were in contact, inadvertently advancing the filter to far cranially in the ivc. The instructions for use supplied with the device specify how to advance the filter introducer through the sheath until the check-flo valve contacts the tactile bump on the filter introducer and then stabilize the filter introducer, withdraw the introducer sheath and connect it to the handle of the femoral introducer for proper filter release. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2021: multipurpose dilator fractured. The physician advanced the shaft through the 7fr navalign sheath. The filter appeared to advance past the end of the sheath and out into the ivc prematurely. The physician was then forced to deploy the mispositioned filter. The filter was then successfully retrieved using a snare through a jugular approach. An additional celect filter was then placed successfully. Patient outcome: no additional information regarding the patient has been received.